Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using a non-tandem provided wall adapter along with a tandem-provided charging cable to charge the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived.